Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Right upper tooth cracked, piece of tooth fell off [tooth fracture]; pain - tooth [toothache]; the head broke off and kept spinning causing her right upper tooth to crack [injury associated with device]; the head broke off - oral-b power toothbrush [device breakage]. Case description: a (B)(6) female consumer reported spontaneously via phone on (B)(6) 2017 that she was using her oral-b power toothbrush, version unknown, and the oral-b brushhead, version unknown broke off and kept spinning, causing her right upper tooth to crack on (B)(6) 2017; a piece of her tooth then fell off. The consumer stated that she couldn't eat, but could only chew a little due to the pain she was experiencing. The consumer's mother gave her pain medication and, as such, she was unable to get up to see what specific oral-b toothbrush she had, as she had thrown it in the garbage; product use was discontinued as of (B)(6) 2017. The case outcome was not recovered/not resolved. Relevant history: none reported. Concomitant product(s): none reported. No further information was provided.